Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort due to a heating sensation while charging. Surgery may occur to address the issue.

Event description:
Additional information was received that the patient underwent surgical intervention to explant and replace the ipg, which addressed the issue.

Manufacturer narrative:
Device code should have been temperature problem in initial MDR